Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph confirmed the reported fault of overfilled chamber. Conclusion: without the return of the complaint device, we were unable to determine cause of the reported fault. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in china reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) representative that the mr290v humidification chamber overfilled. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290 humidification chamber is not returned to fisher & paykel healthcare for evaluation. We are in process to investigate the complaint with the photographs and information provided by the customer. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) representative that the mr290v humidification chamber overfilled. There is no patient involvement.